Event description:
It was reported there were telemetry issues and a power-on-reset (por) message on the programmer and recharger. The event occurred about two weeks prior to report. The patient indicated his device had not been overdischarged and a physician-mode-recharge (pmr) had not been done. However, upon interrogation the clinician programmer ¿stated¿ overdischarge and the clock needed to be re-synched. No error code had been observed. The por was cleared and the patient returned to normal functioning status with no further issues.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# v160153, implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-33, lot# v152707, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).